Manufacturer narrative:
(B)(4). The device remains implanted; therefore, a technical analysis could not be performed. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the descending colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the stent was being placed to treat a 4 cm malignant lesion. Reportedly, the patient¿s anatomy was tortuous. According to the physician, during deployment, there was not enough room left on the distal portion of the stent and the stent moved proximally past the obstruction. The stent remains implanted. The physician implanted another wallflex enteral colonic stent into the lesion site to complete the procedure. It was reported that the physician plans on taking both stents out during a surgery in a few weeks. There were no patient complications reported as a result of this event.